Manufacturer narrative:
Concomitant medical product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 07-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated the patient had a lead revision because the other lead was not working. The caller did not have any further details other than it was replaced (B)(6) 2017. No further complications were reported. No patient symptoms were reported.